Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl; cause was unknown however customer reported they were taking antibiotics. Customer removed infusion set and drank orange juice to address low bg. Recommendation was made to discuss diabetes management with a health care professional.